Event description:
It was reported that pump and tandem charging supplies began burning and melting while pump was charging using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of pump and charging supplies as a goodwill resolution, and no additional information was received regarding the outcome of the event.